Event description:
I have been using abbott freestyle libre and libre 3 and plus for several years all from the va yet, I have gotten ill many times in the past 2 + years. All my devices came from the pharmacy of the us va. Recently the va pharmacy called me informing me the new replacements were also defective and recalled and not to use them. The va is replacing them with dexcom g7 to replace abbott's defective deadly devices which have killed and made many people ill including me with wrong readings and faulty devices. Abbott seems to be covering this up and defrauding the us va and us government, as well as insurance companies. All my tests were either way too high or way to low from 322 high to 45 lows all were wrong I had to use accu-check for proper blood reading. All of abbott's were wrong causing me medical issues. Pt code: 4582. Device code: 1420. Ref reports: mw5186377, mw5186378.